Manufacturer narrative:
Correction: upon review, the right atrial (ra) event should not have been submitted as a medical device report (MDR) because no device malfunction occurred.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead demonstrated noise oversensing, which resulted in inappropriate auto mode switch (ams). No intervention was performed, and the patient will continue to be monitored. No patient consequences were reported.